Event description:
It was reported that the right atrial (ra) lead dislodged during a coronary artery bypass grafting (CABG) procedure. Since the dislodgement, the patient experienced numerous premature ventricular contractions (pvc) and non-sustained ventricular tachycardia (vt) episodes with some lasting a significant duration. A lead repositioning was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.